Event description:
It was reported that the top portion of the ilet touchscreen became unresponsive, preventing selection of the cartridge icon, menu, and notification bell, while other on-screen functions such as meal announcements remained operable. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included a recommendation to transition to backup therapy if needed and shipment of a replacement device. Investigation included customer troubleshooting by confirming the device was unlocked, attempting charging, and guiding the user through functional checks. Investigation of this device revealed a suspected touchscreen malfunction localized to specific interface regions, consistent with a device display/input issue. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.